Event description:
It was reported that the patient presented to the clinic as his patient notifier turned on. Nsln episodes were observed. Device was reprogramed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.